Event description:
This 77 y/o male with type 2 diabetes complicated by diabetic retinopathy, peripheral sensory neuropathy, and hypertension, was treated with dermagraft for a neuropathic diabetic foot ulcer on the right first toe, measuring 3 cm x 2 cm, which had been present for 10 months. He received eight applications of dermagraft between 20 november 1997 and 15 january 1998. At the week 11 assessment the clinician noted: "vast improvement...almost healed...small area of granulation tissue remains 2 mm x 2 mm." On his next visit, week 13, (9 february 1998), reported that 5 days previously he had slipped and injured the plantar aspect of his right foot. He had "desloughed" the healed skin on the treated toe, and had developed a serious, deep infection of the wound. He was admitted to the hospital. On admission he was noted to have renal impairment with elevated bun and creatinine which continued to rise, and he had hyperkalemia and hypontremia. Blood culture revealed staph aureus and klebslella oxytoca, and he was treated with intravenous antibiotics. His infected foot was debrided successfully, but his renal function continued to deteriorate. He died on 4 march 1998, following cardiac arrest. Autopsy showed cause of death to be acute and chronic renal damage with pulmonary edema, pleural effusion and ascites. There was evidence of respiratory infection and uremic pericarditis. Dr clearly states in his letter and on the adverse event form that this event was not device related. Dr concur with another dr that dermagraft had produced excellent healing, but accidental trauma to the toe reopened the wound, which then became infected. By that time, the infection had become deep and spread into the blood stream.